Event description:
It was reported that a patient had rib plating because of non-healing fractures on (B)(6) 2014. On (B)(6) 2015 while she was stretching she heard a snapping sound followed by a burning sensation. The patient reports she had an x-ray on (B)(6) 2015 which showed the implant of the fifth rib level had broken. The patient reports still having pain and that the plate is going to be removed on (B)(6) 2015. This report is for an unknown rib plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
It was reported june 01, 2015 was the date the patient heard a noise and felt pain. The broken plate was noted on an x-ray on (B)(6) 2015. It is unable to be verified exactly when the plate broke. This report is for an unknown rib plate/unknown lot. Planned device explantation on (B)(6) 2015; device has not been explanted yet. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Part and lot number provided, however, lot number reported invalid in (B)(4). No information as to where or if patient had additional surgery on planned date of (B)(6) 2015. A review of the device history records has been requested, DHR closed, lot number unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received from legal, two titanium matrix, rib plates part 04.501.005 at the 4th and 5th.

Manufacturer narrative:
(B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had removal of a plate and three screws on (B)(6) 2015; it was reported there was no complication during the procedure. It was reported the ribs broke because the patient was thrown off a horse and were non-healing. When the patient's ribs did not heal after a year she underwent surgery on (B)(6) 2014.

Manufacturer narrative:
(B)(4). A product development investigation was performed for the subject device (one ti matrixrib pre-contoured pl 17 holes for left ribs 6 & 7, part number 04.501.005, reported lot# 66001217 was invalid). The returned device is part of the matrixrib system designed for the stable fixation of normal and osteoporotic ribs. The plate is designed to be used on the left side of the rib cage specifically ribs 6 &7. The subject device was returned received with the following complaint description: ¿a patient had rib plating on (B)(6) 2014. The patient contacted the office on (B)(6) 2015 stating while she was stretching and she heard a pop and her rib plate broke¿. Please note three additional intact screws were received with no reported product problem and therefore no investigation has taken place for those screws. The associated drawings were reviewed. No drawing issues or discrepancies were noted on the current drawing revision. The design is adequate for its intended use when used as recommended and did not contribute to this complaint condition. Upon visual inspection of the implant it can be seen that the plate has been broken into two pieces around one of the holes of the implant. The edges of the plate are not factory edges indicating the plates may have been cut by the surgeon prior to original implantation date and was not returned. Additionally there are sutures around the two holes of the plate indicating the surgeon may have added them for additional fixation. Although an exact root cause cannot be determined most likely the plate broke where a screw was inserted into hole and the plate experienced a stress beyond the forces that the plate could withstand during its one year of weight bearing. The complaint condition is confirmed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.